Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use, as a known patient effect of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2019, the procedure was to treat a non-tortuous proximal-mid left anterior descending artery. The patient presented with acute coronary syndrome. Angiogram was performed and thrombus was noted for which the physician performed a direct stenting with a 3.0x28mm xience prime at the lesion. After stent implantation, timi 3 flow was achieved and no further post dilation was performed. On (B)(6) 2019 the patient died. An autopsy was not performed. No additional information was provided.